Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bowel resection, after firing, the stapler was removed and the anvil did not come with the device and was left behind in the bowel and were all retrieved using the surgeon's hand. The patient was scoped to check the anastomosis and donuts were removed to resolve the issue. It was noted that the anastomosis and donuts were intact and the donuts were removed.